Event description:
It was reported that the ilet touchscreen was cracked, after which the display became unresponsive and the user could not unlock or operate the device. Symptoms included no injury. Outcomes included interruption of device usability and the need to replace and return the cracked unit, with data synchronization performed prior to shutdown. Investigation included customer interview, review of device use, and coordination for return shipping. Investigation of this case revealed physical damage to the touchscreen and loss of touch functionality. It was concluded that the event was attributable to device damage consistent with external impact, with no patient harm reported.